Manufacturer narrative:
(B)(4).

Event description:
New information not included on previous medwatch reports: on (B)(6) 2015, the patient restarted warfarin. An inratio inr of 1.5 was observed; lab inr value was not provided. (On 9/5/2015 a lab inr was performed with a result=2.3. This information was included in the initial medwatch report.)

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 369157a did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results in comparison to the lab inr results. The results are as follows: (B)(6). Hospitalization from (B)(6) 2015. (B)(6) 2015: the patient self tester went to the hospital for right leg/knee pain. An inr of 10 was obtained through the lab (exact inr not provided). She held warfarin and was given a vitamin k injection. Magnetic resonance imaging was performed on the right leg/knee. Patient self tester stated they found "nothing wrong" with her leg/knee that was causing the pain.